Event description:
Baxter international coordinator received a report from the customer on this set. Customer repoted a leak found in this set. Customer reported leak was found when attempting to fill the bag on this set. Bag was filled with desferal 4g and 40 ml aqua ad "injectabilia." No patient involvement has been reported at this time.